Event description:
Pt reported that back to back tests performed on their surestep meter were 91 and 64 mg/dl (35% difference). No symptoms were reported. Control solution test result (129) was in range. There was no allegation of harm.